Event description:
It was reported, that the device exhibited a biomed password system primary audible alarm. Bgnd test system failure. The product fault occurred, during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top and bottom case. Ther was a ¿sa: paa bgnd test¿ alarm found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.